Event description:
The report states: the patient anatomy was difficult; the acetabulum was fractured while implanting the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.